Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer inadvertently delivered 6 units of insulin instead of the intended bolus of 0.47 units. Blood glucose level was 199 mg/dl. Reportedly, the customer's blood glucose level was addressed by consuming carbohydrates.